Event description:
Customer reported that the insulin pump's display went blank following a battery change. Customer then reported that the insulin pump was alarming. Customer confirmed that the batteries were out of the insulin pump for longer than the allowed time. Blood glucose level was 141 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.